Event description:
During preventive maintenance on the sales rep's unit, it was found that if remove the battery was removed, the unit is running intermittently; wouldn't switch over to the other fully charged battery.

Manufacturer narrative:
Eval summary: the device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. Service report: replacement of power management board ((B)(4)) complete pm with full calibration, functional testing and safety check to factory specifications. This type of malfunction will be monitored on monthly basis. Ref: (B)(4).